Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The implanted xtw clip is filed under a separate medwatch report number.

Event description:
This is filed to report tissue injury, difficulty removing system and causing damage to an implanted clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had acute severe mitral regurgitation and a broad centric jet at a2p2. The first clip (xtw) dived medially while traveling to the left ventricle. The clip was inverted and brought back into the left atrium. A ruptured chordae was noted but there was no new jet observed. The clip was deployed in the center of a2p2 as planned. A small residual mr was observed from the a2p2 lateral aspect. Another clip (xt) was selected to close the residual mr. The clip was closed to cross the valve. The anterior leaflet was inadvertently caught inside the clip. Four or five attempts were made to grasp and reduce mr. The final grasp was made but an eccentric jet due to the perforated anterior leaflet was found on transesophageal echocardiography. The mean gradient pressure increased to 7mmhg and the patient experienced a drop in blood pressure. When attempting to remove the second clip, it became caught in the subvalvular apparatus. While troubleshooting, the second clip became caught on the first clip. On fluoroscopy the first clip was rotated. Both leaflets remained in the first clip but the decision was made to proceed to open heart mitral valve surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of tissue injury (perforated anterior leaflet), hypotension and mitral stenosis, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation determined the reported positioning failure (leaflet grasping) and difficult to remove (clip caught in the subvalvular apparatus appear to be related to procedural conditions. The reported device causing damage to another device was due to troubleshooting maneuvers to remove the clip from the subvalvular apparatus. The reported poor image resolution was due to difficulty visualizing anterior medial leaflet (aml). Based on the information provided, the reported tissue injury appears to be due to multiple grasping attempts. A cause for the reported mitral stenosis cannot be determined. It is possible that the stenosis was due to the tissue injury. The hypotension appears to be a cascading effect of the mitral stenosis. The reported hospitalization and surgical intervention were results of case specific circumstance as the patient remained hospitalized and open heart mitral valve surgery was performed to prevent embolization. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.